Event description:
The customer reported that "fiber failed right after opening from the package (plug in and failed)." The procedure was completed with a second fiber. There was no pt injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Fiber analysis: the fiber body is broken thirty three inches from the tip of the fiber. The fiber tip shows no evidence to indicate that the fiber was used. The fiber tip and outer fiber sheath show no signs of damage/crushing. The probable root cause was likely due to a handling issue. Ref MFR report # 2937094-2013-00033.